Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation. Two events were confirmed during testing. One event was not confirmed during testing for device; however, the device was found to be out of specification. Two devices were found to be affected by corrosion. One device was found to be affected by a damaged electrical component. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device had run-on. Three reported events had no patient involvement; no patient impact.